Event description:
During a laparoscopic burch, the ems staples were not closing. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: ab)based upon inquiry info received, visual examination and functional test, it was concluded that excessive dried body fluids and tissue in cartridge assembly may have caused reported incidents during surgery. Instruments were received with excessive dried body fluids and tissue in cartridge assembly. Drives were would not move due to an adherence with excessive dried fluids and tissue. There was tissue cleared from nose of instruments and from under lifters. A)driver was extricated and instrument was cycled and fired remaining staples without incident. B)driver was extricated and instrument was cycled and fired remaining 11 staples without incident. Comments: ab)each instrument is evaluated during assembly process to ensure that staples feed, fire and form correctly.